Event description:
Afterward, the pt felt no stimulation sensation when the implantable neurostimulator was turned on. The problem had slowly worsened over the course of 2 months. The pt fell twice. The pt tried turing therapy amplitude up to the maximum level and used all programmed groups available, but did not feel stimulation. The field representative was contacted regarding the issue. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).